Manufacturer narrative:
The 90 cm. Saber 6 mm. X 4 cm. Balloon catheter (bc) ruptured at six atmospheres (6 atm.). The product was exchanged successfully for a non-cordis bc. The procedure finished successfully. There was no reported patient injury. The target lesion was the right external iliac artery. The lesion was reported to be: a 90% stenosis, heavily calcified, and mildly tortuous. The approach was made from the right femoral artery. A non-cordis guidewire was used to access the target lesion. Intravascular ultrasound (ivus) was checked. Additional information received indicated that there was no difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet or any of the sterile packaging components. There were no reported kinks or other damages noted prior to inserting the product the product into the patient. The device prepped prep normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. An unknown indeflator was used for the procedure. It was not known: what contrast media was used, what was the contrast to saline ratio, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve, if there was any resistance/friction while inserting the balloon through the guide catheter, if there was any difficulty advancing the balloon catheter through the vessel, if there was any difficulty crossing the lesion, if the catheter was ever in an acute bend, if the balloon catheter kinked while being used, or if the balloon catheter was removed easily from the patient, vessel, etc. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 16093238 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6).the product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 90 cm. Saber 6 mm. X 4 cm. Balloon catheter (bc) ruptured at six atmospheres (6 atm.). The product was exchanged successfully for a non-cordis bc. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the right external iliac artery. The lesion was reported to be: a 90% stenosis, heavily calcified, and mildly tortuous. The approach was made from the right femoral artery. A non-cordis guidewire was used to access the target lesion. Intravascular ultrasound (ivus) was checked. Additional information received indicated that there was no difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet or any of the sterile packaging components. There were no reported kinks or other damages noted prior to inserting the product the product into the patient. The device prepped prep normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. An unknown indeflator was used for the procedure. It was not known: what contrast media was used, what was the contrast to saline ratio, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve, if there was any resistance/friction while inserting the balloon through the guide catheter, if there was any difficulty advancing the balloon catheter through the vessel, if there was any difficulty crossing the lesion, if the catheter was ever in an acute bend, if the balloon catheter kinked while being used, or if the balloon catheter was removed easily from the patient, vessel, etc. No additional information is available.